Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with blood glucose levels above 600 mg/dl. The customer stated that the cannula was bent when the infusion set was removed at the hospital. The customer did not get any alarms. The customer was unable to troubleshoot at the time of the call. Advised to call back for troubleshooting when possible. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.